Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that upon opening the sterile nylon, the stent fell off the balloon; therefore, the stent was not implanted. No additional event or patient info is available.